Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. A known good drill was connected to the console and it got detected. The kpc test was completed successfully. The reported issue could not be replicated. Screenshots and system log files provided were reviewed with the software support team. Based on the software team evaluation of log files, and reference to other complaints, it was found that the most likely cause was related to three drills used. With the first handpiece ((B)(6)), a toolcontroller exception occurred, as the tool failed to reach ready state. Hence, communication failure occurred. With the second handpiece ((B)(6)), while transitioning from handpiece connection to bur loading state, the tool reached from identified state to fault state, tool failed to home properly due to tool homing failure, resulted in system time out. About the third handpiece ((B)(6)), the tool failed to load bur due to invalid state, after multiple tries to load bur exposure_motor_indexing_failure occurred which occurs when tool failed to home and not able to reach ready state and it will throw communication failure, following this, an internal error occurred. Also, tool went from identified state to fault state following this tool_homing_failure occurred as tool failed to home. The most likely cause is not related to the cori console. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with 3 faulty drills, unable to connect to the console. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during set up for a tka cori assisted surgery the drill was not getting detected on the real intelligence cori. The procedure was performed, without any delay using manually s+n instruments. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.